Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during set up of an automated impella controller the purge disc was not recognized despite being properly placed and clicked in. Another controller was used to support the patient. No patient harm was reported.

Manufacturer narrative:
Corrected information has been provided in h3. The cause of the purge disc detection issue on ic6998 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax) additional information has been provided in d9 and h6.